Event description:
A healthcare worker experienced a cough that worsens at night and causes throat irriatation since her facility switched to cidex opa 4-5 years ago. The worker is currently taking antibiotics for the throat irritation and cough.